Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that the programmer displayed black screen upon boot up due to an anomaly in the component of the printed circuit board (pcb). Visual inspection noted electrical overstress (eos). Moreover, parts of the outer housing were cracked and display cover had deep scratches. The programmer was repaired and no further anomaly was found.

Event description:
Boston scientific received information that this programmer (prm) was unable to display the surface electrocardiogram (ECG). A different ECG cables were used but the issue persisted. This prm will be returned. No patient involvement was reported.